Event description:
Mako tha procedure. Experienced mako hip surgeon. Reaming accurate. Trial cup and surgical plane values obtained - accurate. Impaction - passed pelvic checkpoint, passed tool checkpoint. First distance remaining value was displaying as 80mm despite surgeon being confident the cup was on the acetabular floor. Haptics engaged as per normal. 3d cup view was displaying that cup was on acetabular floor. Surgeon hit definitive cup with straight impactor (straight impactor selected from drop down) - distance remaining value displayed 75mm despite surgeon being confident cup was on floor. Double checked checkpoint and tool - both passing green. Surgeon happy with cup position so gave cup another impaction. Distance remaining value achieved 75mm again despite surgeon being confident on acetabular floor. Repeated process above. Still 75mm distance remaining. Cup plane done - accurate to plan 40/20. No replacement device used. Surgeon confident in cup position despite dr value displayed. Post operation xr showed cup in perfect planned position. No deviation and definitely not proud.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mako tha procedure. Experienced mako hip surgeon. Reaming accurate. Trial cup and surgical plane values obtained - accurate. Impaction - passed pelvic checkpoint, passed tool checkpoint. First distance remaining value was displaying as 80mm despite surgeon being confident the cup was on the acetabular floor. Haptics engaged as per normal. 3d cup view was displaying that cup was on acetabular floor. Surgeon hit definitive cup with straight impactor (straight impactor selected from drop down) - distance remaining value displayed 75mm despite surgeon being confident cup was on floor. Double checked checkpoint and tool - both passing green. Surgeon happy with cup position so gave cup another impaction. Distance remaining value achieved 75mm again despite surgeon being confident on acetabular floor. Repeated process above. Still 75mm distance remaining. Cup plane done - accurate to plan 40/20. No replacement device used. Surgeon confident in cup position despite dr value displayed. Post operation xr showed cup in perfect planned position. No deviation and definitely not proud.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available